Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was returned over the balloon. It was not possible to apply a vacuum to the balloon due to the detached catheter however the balloon protector cap was removed during device analysis with slight resistance encountered. A visual examination confirmed shaft detachment at 247mm from the distal tip. The shaft was stretched in the area of the break. This is evidence of excessive tensile force being applied to the device. There was no damage noted to the tip, balloon, or blades. The balloon was not folded which indicates that the balloon was subjected to positive pressure. It was noted that the blades were slightly tarnished. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® flextome monorail was selected for use. During preparation when the balloon protective holder was pulled, the balloon catheter was torn in the middle. Procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was good.

Event description:
It was reported that a shaft break occurred. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® flextome monorail was selected for use. During preparation when the balloon protective holder was pulled, the balloon catheter was torn in the middle. Procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).